Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a skin irritation under the front therapy electrode pad. The patient's physician made the initial report and described the skin as reddened and weeping a little bit. It was reported that the patient would be taking care of the irritation using zinc salve. Follow-up indicated that the zinc salve had solved the problem.